Event description:
During a transfemoral tavr procedure, an aortic dissection occurred and the case was aborted before the valve could be implanted. After serial dilation of the right femoral artery, an 18f esheath was introduced. After the esheath dilator was removed, a 6f al1 diagnostic catheter was advanced through the sheath and into the aorta. Under closer observation of the diagnostic j wire and al1 catheter, the wire was seen outside of the wall of the aorta. The wire and catheter were removed, and at the same moment the anesthesiologist noted a sudden drop in blood pressure from 120mmhg to 50mmhg. Hematocrit had dropped from normal baseline to approximately 15%. The blood pressure was being supported with medications, volume, and replacement blood. An angiogram in the aorta and x-ray of the chest revealed effusion in the pleural space. A chest tube was inserted to drain blood from the chest and heparin was reversed. Approximately 1 liter of blood was removed when the chest tube drainage began to slow and the volume of blood being drained was almost zero. At this time the sbp increased to approximately 100mmhg and hematocrit was approximately 27%. A repeat angiogram revealed that the perforation of the aorta had sealed itself off and was no longer bleeding into the chest. At this point the surgeons and cardiologists felt that it would be safer if the valve implant was aborted rather than continue and possibly re-injure the affected area of the aorta. All of the sheaths were removed and the patient remained intubated but stable when they were taken out of the room. The physicians discussed at length the cause of the perforation. They concluded that once the stiff j wire was in the aortic root and the 18f esheath was advanced, at some point the j wire came back too far and the end of the sheath with the dilator in place created a dissection of the aorta. The al1 with the j wire extended the dissection sub intimally and perforated through the aortic wall. The initial dissection occurred approximately in the distal/mid abdominal aorta. The area was not very calcified, but this portion of the aorta had some tortuosity, and this segment was slightly horizontal.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the dissection is unknown. However, it is possible that the sheath and dilator were angled against the tortuous, horizontal aorta, creating a dissection of the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.